Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer was unable to troubleshoot during the call, but stated that she would change her infusion set after the call. Tandem technical support was unable to determine the cause of the occlusion. There was no reported impact to blood glucose.